Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that in all 5 attempts, only anterior points were collected. Four attempts had red points and appeared to have points that stored under the surface. All attempts were also traced over soft tissue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the first couple registrations the site performed had an error metric of 13.6. Site reported the scan was to protocol and the 3d model looked good. The third trace's error went down to 3.6 but the surgeon felt it was not accurate and aborted navigation. There was no known impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.